Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. A technical support specialist (tss) had contacted cubex regarding the issue. There were no keys available on site at that time. Cubex confirmed that they would ship the necessary keys and parts, and advised that once those items arrived, another ticket would be opened to proceed with the work.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, drawers intermittently failed to open. The customer reported that drawers would randomly not open, and this inconsistency caused difficulties for users when withdrawing items from the medbank. The customer indicated that the issue had been ongoing for approximately one month. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.